Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned fully inserted into one usher support catheter. The distal end of the device was noted to be bunched and twisted. The crosser could be advance through the usher, however, could not be retracted. No portion of the device appeared to be melted. Further functional testing could not be performed due to sample condition. Therefore, based on the returned sample condition, the investigation was confirmed for the alleged retraction issues. The investigation is unconfirmed for the alleged melting of the catheter, as no portion was melted. The investigation is inconclusive for the alleged overheating, as functional testing could not be performed. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a calcified occlusion in the left sfa via left antegrade approach technique, the recanalization catheter allegedly felt hot. It was further reported that the health care provider (hcp) allegedly was unable to retract the recanalization catheter from the support catheter; therefore, the both catheters were removed together and it was identified that the distal end of both devices were fused together. Reportedly, the hcp concluded the procedure by crossing the lesion with a guidewire and a catheter. There was no reported patient injury.